Event description:
It was reported that after a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the monopolar curved scissors instrument (mcs) tip cover accessory was damaged when it was removed from the mcs instrument. The procedure was completed with no reported injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The tip cover accessory, when used as intended, provides insulation over a section of the endowrist monopolar curved scissors instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the mcs instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of tube extension scratch marks/abrasions to be related to the customer reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasion. The scratch marks measured roughly .101¿ x .047¿. The root cause is typically attributed to the mishandling / misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. Event verification confirmed that a gastric bypass (roux-en-y) surgical procedure was performed on (B)(6) 2022 on system (B)(4). A review of the instrument log for the mcs instrument (pn# 470179-19 lot# k10211101-0389) show it was last used on (B)(6) 2022 on system (B)(4) for approximately 21 minutes. The alleged event occurred on the 2nd use of the instrument with 8 lives remaining. The mcs tip cover is an accessory and does not get captured by instrument or system logs. No images or video were submitted for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory was damaged; however, it is unknown where the damage occurred. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. It is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized. Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Manufacturer narrative:
On 09-aug-2022, additional information related to the reported event was obtained. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a tear / laceration was observed in the gray area covering the main tube; however, no damage or problems were identified on the monopolar curved scissors (mcs) tip cover accessory or mcs instrument during the procedure. The customer stated that arcing was observed and that the mcs instrument was returned due to laceration damage. No interoperative collisions were observed with the mcs during the procedure. The cannula was visually inspected prior to use; however a gauge pin was not used. The mcs tip cover accessory was discarded. Additional/updated information can be found in the following fields: a2, a3, a4, a5, a6, b2, g6, h2, h6, and h10.

Event description:
Refer to h10/h11 for follow-up information.